Manufacturer narrative:
Product ID 8703, lot# j93117836, implanted: 1993 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the health care provider (hcp) wanted to switch the patient¿s medication because, therapy had not been working and the patient was having complications. The problem started three years ago. The patient never really had good therapy from the pump. There were issues with catheter leakage and the pump has had to be revised. The system was being used to deliver clonidine, bupivacaine, and hydromorphone. Saline was new in the pump.